Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was not returned to the repair department, the root cause was unable to be identified. The manufacturing history was checked however, no manufacturing abnormality or modification were found. A follow up was made and the customer confirmed that no device will be sent in for evaluation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted multiple endoeye rigid videoscopes on the unit without obtaining image. In addition, no error codes were presented and the customer was getting color bars on the monitor without the scope connected. The customer mentioned that the video connector of the front of the processor was not engaging the video connector of the scope. The customer stated that all other carts at the location were operating as normal. The customer opted to send in the unit however, the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. There was no patient harm or user injury reported due to the event.